Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed, and the reported failure could not be replicated. The monitor was installed on in-house test system, and it started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 2 hours and visually verified that there were no issues. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The fse replaced the monitor to resolve the issue. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, right eye was black on surgeon side cart (ssc) monitor, the technical support engineer (tse) checked the system logs, and error 121 on ssc monitor right verified in the logs. Tse confirmed that on vision side cart (vsc) both eyes were present and instructed for a hard power cycle of the system, reseat and clean the blue fiber cables (bfc)s. However, the issue was not resolved. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the system functionality was not checked upon powering on the system and the system initially powered on without errors.